Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that prior to the procedure, there was a fissure in the front end of the ureteral stent. It was further noted that there was a tear starting at the first sideport. The physician used another device to complete the procedure and no patient harms were reported.